Manufacturer narrative:
All operating currents were within specification. No unexpected low battery, weak battery, battery out of limit or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was unknown mg/dl. The customer uses many different kings of battery. The customer did not want to continue troubleshooting demanded pump replacement. The customer was advised will send out replacement. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the pump alarm during normal use. Customer stopped troubleshoot and wanted replacement. The customer was advised that we will send out replacement.